Manufacturer narrative:
(B)(4). Based on the provided info and tests performed on site, there is no indication of a malfunction of the mr system or coil. No surface coils were used that could be in the vicinity of the affected area. It is concluded that the injury was caused by the medical condition of the pt. Prior to the mr examination, the pt had an infection in the left hip which location matched the affected area. The total delivered whole body rf dose and the high sar scans can explain the heating sensation as experienced by the pt. Other contributing factors in this case are the face that the pt was obese, sweating and covered by a cotton sheet.

Event description:
Philips received a report from a customer that a pt was scanned with the qbc for a hip examination. The pt experienced a heating sensation and approx 7 "quarter size" blisters on the left buttock/hip were noticed about one hour after the examination.